Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot. The receiver was unable to be run on the functional tester due to dead receiver. The receiver case was opened for an internal visual inspection, and failed. The battery of the receiver was removed and replaced and then it was turned on, passed. The reported event that the receiver ceased to function was confirmed during battery testing and interior inspection. The root cause was determined to be a defective battery.